Event description:
The pt was seen for "dft" testing as a result of receiving shocks with varying impedance levels the previous month. While testing, the high voltage lead impedance was observed to be changing dramatically after delivering therapy. During one of the shocks, a red glow was reported to have been seen coming from the pt's chest, much like a flashlight beam through the hand. However, with each shock the pt's arrhythmia was converted back to sinus. After consulting with st. Jude medical engineering, it was suspected that arcing may have occurred between the lead and the device. Based on this info, the decision was made to explant the entire system.